Event description:
The customer stated that she was hospitalized after being in a car accident. The customer stated that she didn't check her blood glucose levels prior to getting into her vehicle. The reported blood glucose reading at the time of the call was 219 mg/dl. The customer stated that she was busy doing housework that day and may have forgotten to eat. During the hospitalization, the insulin pump was exposed to CT and MRI scans. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See scanned pages.